Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. Additional information indicates that this pacemaker was explanted due to a code 1003 message. A new device of a different model was successfully implanted. No additional adverse patient effects were reported.